Event description:
It was reported during an implant procedure there were three leads opened that upon observation by the doctor were judged to be bent at the distal area near the contacts. These leads were not implanted and will not be returned for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ programmer, patient product ID 37601 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ implantable neurostimulator product ID 37085-60 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ extension product ID 37085-60 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ extension. (B)(4).